Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2009. According to the complainant, during preparation, prior to removing the device from the package, it was noticed that the device loop was cut or torn. No damage to the outside of the package was noted. The case was completed with another polaris loop ureteral stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause of the event. (B)(4).